Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for male luer breaks off was observed. No loose IV shields can be seen in the photos provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode male luer breaks off. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced brittle needles, and i.v. Shields/cap comes off exposing the needle. The following information was provided by the initial reporter. The customer stated: brittle of item cat#301747 lot. 2019253 and also the customer often found the looser cap of needles.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced brittle needles, and i.v. Shields/cap comes off exposing the needle. The following information was provided by the initial reporter. The customer stated: brittle of item cat#301747 lot. 2019253 and also the customer often found the looser cap of needles.